Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that the pt was at home performing a dressing change and accidently severed the driveline with scissors. The pt was on batteries at the time of the event. The pt called emergency medical services (ems) and presented to the hospital. The pt then began to experience pump stoppages for several hours. The pt had a pump exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.